Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked lcd window, missing display window cover, cracked case (battery tube), cracked retainer and cracked battery tube threads. In summary, the pump was received with a cracked case (battery tube) confirmed. Battery cap cracked/damaged not confirmed. Battery cap contact missing/damaged not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap contact missing/damaged, crack in the pump, battery cap cracked/damaged. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Damage was on metal contacts. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. The customer will discontinue to use the device, mmt-1880l was requested and the customer response was the device will be returned.